Manufacturer narrative:
The concomitant products: carto 3 rmt system model# m-5830-01 serial # (B)(4); stockert 70 system model# m-5463-01 serial # unknown; coolflow pump model# m-5491-02 serial # unknown. (B)(4).

Event description:
It was reported that during an idiopathic vt ablation procedure, the patient developed a pericardial effusion that progressed to pericardial tamponade requiring a pericardiocentesis. The patient required hospitalization. The physician could not determine the causality of the perforation/ tamponade. The patient's updated health status was stated to be good. The patient has a clinical diagnosis of epicardial vt.